Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU also states: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, foreign body in patient and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device. The next day, suture placement in the right common femoral artery (same access site) was attempted with a proglide device using the pre-close technique via a 13f sheath prior to a percutaneous coronary intervention (pci) procedure. Reportedly, when removing the plunger, the plunger got stuck. The lever was not returned to the original position and the foot was open when the proglide device was removed. Resistance was felt and a foot break was noted. The proglide device was pulled out with no tissue damage noted. The broken foot piece remains in the anatomy. An attempt to retrieve it was not made as the piece was very small. The sheath remained 13f and the pci procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician stated that the footplate may have been caught in the previously placed suture. No additional information was provided.